Event description:
It was reported the customer was attempting to initialize the probe and received a blue cable error, connection error. The customer noticed the blue cable connector was very loose fitting in the blue connector port. The customer attempted to reseat the cable but kept receicing the error code. The doctor decided to use their older biopsys unit and completed the case with no pt consequence.